Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection results: as a result of observing the sample, a tear was found in the 27 cm from the breathing filter side. The reported event was confirmed. The cause of the reported problem might be due to the manufacturing process. The sample was sent to (B)(6) for further investigation. Review of manufacturing records, relevant to the lot reported, found no discrepancies or anomalies. Evaluation of the device is currently still in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that during the pre-use check, a pinhole was found in the breathing circuit. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection results: as a result of observing the sample, a tear was found in the 27 cm from the breathing filter side. The reported event was confirmed. The cause of the reported problem might be due to the manufacturing process. The sample was sent to (B)(4) for further investigation. Review of manufacturing records, relevant to the lot reported, found no discrepancies or anomalies. Evaluation of the device is currently still in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that during the pre-use check, a pinhole was found in the breathing circuit. No patient injury was reported.